Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for clotting with the incident lot was observed, however the tube is not filled to the minimum fill line therefore there is not the correct blood to additive ratio. As noted in bds instructions for use (IFU), the under filling of tubes will result in an incorrect blood-to-additive ratio and can lead to incorrect analytic results or poor product performance. Additionally, evaluation of the customer samples was performed and all tubes appeared to have the correct amount of additive. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that bd vacutainer® 9nc 0.109m plus blood collection tubes are clotting. This was discovered during use. The following information was provided by the initial reporter: before use, the customer placed the citrate tube next to the window, so it was directly exposed to the sun and the air conditioner was turned off. After use, there is a issue of blood clotting. The customer wants to confirm whether the temperature has an effect on the anticoagulant effect of the citrate tube, affecting the action of the anticoagulant and causing blood clotting.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® 9nc 0.109m plus blood collection tubes are clotting. This was discovered during use. The following information was provided by the initial reporter: before use, the customer placed the citrate tube next to the window, so it was directly exposed to the sun and the air conditioner was turned off. After use, there is a issue of blood clotting. The customer wants to confirm whether the temperature has an effect on the anticoagulant effect of the citrate tube, affecting the action of the anticoagulant and causing blood clotting.